Event description:
It was reported the patient looked very spastic at a pump replacement. The pump was replaced due to normal longevity. There were cerebrospinal fluid (csf) backflow issues when the connector was attached to the existing catheter. The connector was removed and they were unable to confirm csf backflow. It was contemplated it was a possibility of "a pocket" of intrathecal baclofen and the original confirmation of csf from the catheter was "a gush" of drug coming from the pocket. The catheter was left in place, ligated and it was confirmed there was no csf leak. A new catheter was implanted with no issues. A 5 ml drug reservoir rinse with the new pump was done and a mesh pouch was used for the pump. The patient was in the intensive care unit overnight. The patient did fine post op and continued to do well. The pump previously delivered compounded baclofen. The pump was currently delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).